Event description:
It was reported that the lead exhibited high capture thresholds. During the repositioning procedure, the physician accidently cut the lead and decided to explant it and replace it.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.